Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Date of event is an approximate. Patient reported experiencing a hyperglycemic event with a blood glucose (bg) of greater than 400 mg/dl, and several hypoglycemic events. Patient reported measuring their bg by finger stick (fs) and it "was way off from actual blood number." It is not known what treatment the patient received. No additional patient or event information was provided. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.